Event description:
It was reported that patient enrolled in a clinical study underwent right total elbow arthroplasty procedure on (B)(6) 2002. Subsequently, a follow up visit to the surgeon revealed that a screw has come loose from the ulna bearing. A revision is planned, but the revision procedure has not been performed to date. No further information has been provided.

Manufacturer narrative:
A review of invoice history confirmed that a revision procedure took place on (B)(6) 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Date of event - unknown. A revision procedure has not been reported to date. Date explanted - no revision has been performed to date. It cannot be determined from the limited information provided the identification of the screw that is loose from the ulna bearing. It is not known whether it is the pin that is part of the ulna bearing component or a condyle lock screw; therefore, a medwatch report is being filed for each component. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-01087 & 01088).

Event description:
It was reported that patient enrolled in a clinical study underwent a right total elbow arthroplasty procedure on (B)(6) 2002. Subsequently, a follow up visit to the surgeon revealed that a screw has come loose from the ulna bearing. A revision procedure was performed on (B)(6) 2011 to remove and replace the ulna bearing and condyle kit.